Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that pacing did not function properly during use on a patient. There is no report of negative patient impact.